Event description:
It was reported that patient presented to the hospital with the system controller connected but no external power sources. They claimed that they let their batteries run out sometime in may. Documentation of the event in may stated "lvad ran out of battery". Log files were sent for review. The log files contained persistent controller clock invalid faults, which is typically associated with loss of all power events. The log files suggested a loss of all power event occurred 6 days prior to the file retrieval. It was unable able to be determined if a loss of all power event occurred in may. The log file also contained low flow estimates as well as sustained low flow hazard events. These flow readings did not appear to be the result of any external equipment malfunction. The log file contained unusual voltage readings, no external power, power cable disconnect, backup battery (ebb) in use, and unable to charge ebb alarm flags. Further review of the log files showed that the loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms appeared to be due to loss of ac power while the patient was connected to the mobile power unit (mpu).

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications was shipped on 17dec2022. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate 3 patient handbook (doc #10006136, rev. D) and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 4 days (05jan2000 ¿ 06jan2000, 01jan2000, 05aug2024 per timestamp). Loss of external power events associated with no external power, power cable disconnect and low voltage hazard alarms were active throughout the log file which appears to be due to a loss of ac power while connected to the mobile power unit. Pump operation was not affected, and the backup battery supported pump function during these events. There were no other notable alarms active in the log file. Additional information provided on 02jan2025 stated it is unknown if the mpu ac power cord has a v-lock connector, the cause for the loss of power events is unknown, the mpu is no longer in service, and no products would be returned for analysis. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was unknown if the ac power cord had come loose from wall outlet or back of unit. It was unknown/undocumented whether environmental circumstances effected ac power. The mpu was no longer in service and would not be returned.